Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump displayed an " overcurrent" message and stopped. The pump was replaced with an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but no concluded.